Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desk top recharger (s/n (B)(6) ) revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt is having issues with recharging their recharger (insr) that began just last night. Pt described the insr battery was now empty, displaying the low battery caution screen although the device had been connected to the power supply for hours. Pt remarked they had never had only problems with the device or seeing image. Pt inspected the desktop charger (dtc) / connector pin without detecting any visible damage adding the power indicator light is illuminated on power adapter box. Pt mentioned replacements thinking it was the dtc; patient services (ps) located record for antenna replacement. Pt stated they were worried because the implanted neurostimulator (ins) battery was low (1/4 charged) saying when ins gets below half it goes down fast even when it¿s not on. They went online to research issue, there was a suggestion to "reboot" the insr which they did (medtronic came up and then the low battery came back up). Pt commented while checking recharging status they had been pressing the green button on insr where it made two long beeps then several short ones before rebooting with the word medtronic came up. Pt added every now and then when they press the green button the "poor communication" screen will appear. Pt said they had contacted their manufacturer representative (rep) to discuss the issue today. A replacement insr and dtc was sent out.